Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-12-2024, patient reported that 2 infusion sets fell off during use. The infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6004681 have already been previously tested in the 1985484 on 29/jan/2025. The reference samples were visual inspected and tested. And additional tests for the reference samples were documented for the malfunction leakage from connection between the tubing connector and the infusion set (cannula part/base piece), under section 06.16. And the visual inspection, flow test and leak test were found within specifications as per the test report database 1985484. Device history record (DHR) review: the lot 6004681 was manufactured according to the work instruction (wi) version 109 manufactured in the line 9, on 05/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 03/apr/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6004681 and no another complaint has been registered in database for the same lot 6004681 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.